Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9811 apollo rf ablation head fell off. This occurred during a ac joint reconstruction case with little to no pressure inside the joint as soon as it was put in the head fell off. No additional information provided. Additional information requested.